Event description:
A pt with conglomerative retroperitoneal mass was undergoing an inferior vena cava recanalization with stent placement, the distal end of the quick cross catheter broke off. The broken piece of catheter was successfully retrieved.